Manufacturer narrative:
It was initially reported that the bed exit alarm was not functioning properly. Investigation concluded that the alarm would sound intermittently, with the patient still in the bed. The issue of an over-ringing alarm is an annoyance issue only. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported that the bed exit alarm was not functioning properly.

Event description:
It was reported that the bed exit alarm was not functioning properly.